Manufacturer narrative:
Based on the info available at this time, it cannot be determined to what degree if any, the sorbafix device may have caused or contributed to the reported event. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any manufacturing related issue which would cause or contributed to the reported event. Reportedly, the sorbafix device is being returned for evaluation. At this time we have not received the device. If/when we do, a supplemental MDR will be submitted. See MDR 1213643-2014-00177 for info related to the other sorbafix device used on (B)(6) 2014.

Event description:
Info as provided to davol: on (B)(6) 2014 - two sorbafix devices were used to fixate a sepramesh during a laparoscopic ventral hernia repair. The fasteners penetrated the mesh and tissue but did not hold. The surgeon chose to convert from a laparoscopic to an open technique, where sutures were placed, to complete the case. There was no additional injury beyond the conversion to open reported to have resulted from this event.